Manufacturer narrative:
This event will be updated when the investigation is complete.

Event description:
Allegedly, the patient was harmed as a result of the product design when it corroded and released metallic debris into the tissue surrounding the implants causing severe tissue damage. Left original surgery 2003.